Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation.

Event description:
It was reported that during a venous thrombectomy, medical staff was trying to remove the micropuncture transitionless access set inner cannula and wire but neither would come out. So they pulled on the wire and it elongated, but they were finally able to get it out. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufacturing instructions, specifications, quality control and functional test of a representative device was conducted during the investigation. The complainant device was not returned, however a representative device was evaluated. One unused representative device in the original packaging was evaluated for wire tensile strength and functionality. The wire was tested and passed the tensile evaluation. The wire was passed through the cannula freely with no obstructions. The device history record was reviewed and one non-conformance was noted for bad print on the label. This nonconformance is not related to the reported complaint. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no actual product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.